Event description:
It has been reported that the support wings broke and the catheter was removed from the pt. Another catheter was successfully used. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was fine. On (B)(6) 2012 - f/u info states the suture wings on the juncture hub broke. The catheter was in use for one hour when the event occurred. The catheter did migrate and they discontinued use. A peripheral catheter was placed on (B)(6) 2012 pending the placement of a new central venous catheter on (B)(6) 2012. On (B)(6) 2012 - f/u info states they do not know if the catheter migrated partially or completely out of the pt. On (B)(6) 2012 - no add'l info is available to confirm the migration of the catheter.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.